Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) retrieval. The authors described two patients who required retrieval of their leadless devices. The first patient presented to the hospital approximately ten months post implant with progressive dyspnea on exertion. The device exhibited increased thresholds and pacing failure. During the replacement procedure, the device was noted to have significant mobility which was referred to as "dancing." The leadless ipg was captured and replaced. The other patient presented to the emergency department with worsening heart failure symptoms two months post implant. The leadless ipg exhibited pacing failure and imaging showed that the body of the device had significantly tilted compared to the original implant. The tilt of the device led to increased thresholds and the pacing failure. The leadless ipg was captured and replaced. Both devices were difficult to remove and the snare-in-snare technique was utilized for retrieval. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: snare-in-snare technique: an innovative method for leadless pacemaker retrieval. Heart rhythm case reports. 2025. 11:543¿546. Doi: 10.1016/j.hrcr.2025.03.013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.